Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok, up and down buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: the pump was returned with a blank screen and with moisture in the battery compartment. A leak test failed due to a crack in the battery compartment from the top traveling through the bumper. Moisture was found on the printed circuit board and on the motor flex connector. The audio bolus button cover was torn but still operable. There was no physical damage on the keypad or contamination on the contacts.